Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer reported that they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies on row b inside drawer 2.1 were not detected in the system. A field service engineer (fse) reseated the row board cable at the back of the drawer to resolve the issue. The repair was tested with the hardware test application. The system functioned as intended after the field service engineer repaired the device.